Event description:
It was reported to philips that the allura system would not start. The device was outside of clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the mpd control unit which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system does not turn on. Upon trouble shooting fse identified fault with in the mpdu control unit of rack m which is to control the equipment switching on and off processes. To resolve the issue fse replaced the mpdu. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.